Manufacturer narrative:
(B)(4).

Event description:
It was reported that "both suture wings of the arrow cvc appeared to be severed, while the sutures themselves remained intact in the skin." A new cvc line was inserted. There was no patient harm or injury. The patient's current condition is reported as "fine".